Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient has been using stimulation continuously, but has not been noticing relief despite the reprogramming performed. The patient¿s further actions will be to discuss with her health care provider. An x-ray was not performed. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding patient who was implanted with an implantable neurostimulator. It was reported that the patient fell forward down the stairs on (B)(6) 2018. The manufacturer representative met with the manufacturer representative on the day of the report for reprogramming. They were unable to get good coverage. They had tried some high dose programming on the implant. An x-ray was taken; however, another x-ray would be suggested if there was no relief from the high dose programming. The issue was not resolved at the time of the report. There were no further complications reported.